Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise or loss of capture was reported on the rv iegm and the short interval count has been greater than 249 per day since 22-nov-2023. A full lead evaluation was recommended. No adverse patient events reported. Should additional information be received, this file will be updated.